Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. The device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven and half year¿s post filter deployment, patient presented with a complaint of right leg swelling. Six days later, pelvic venogram revealed the patient had an ivc filter which was slightly tilted. Subsequent lower extremity CT venogram revealed, the presence of a tiny amount of thrombus just superior to the filter. Therefore, the investigation is inconclusive for the alleged filter tilt based on the medical record provided, the patient had an ivc filter which was ¿slightly¿ tilted. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.